Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and confirmed customer complaint of center of grey connector/spring assembly missing. The fse replaced grey connector and confirmed function of machine via performance cycle. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the endoscope reprocessor's gray connector top had fallen off. There were no reports of patient involvement.